Manufacturer narrative:
(B)(4). Concomitant products: medical products - bi-metric/x por nc 9x125 / pn x180309 / pn 956440, m2a 38mmx54mm cup / pn rd118854 / ln 077170. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2017-02086.

Event description:
It was reported that a patient underwent a hip revision approximately 12 year post implantation due to pain, pseudotumor, wall thickening, metallosis, and elevated metal ions. It was alleged that there was atrophy of pelvic and hip muscles and scalloping along the right femoral shaft when the pseudotumor was removed.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Initial medwatch was submitted with a notification date of march 7, 2017 in date received by MFR. And submitted on april 6, 2017; however the correct notification date is march 6, 2017. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.